Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent was partially deployed and damaged. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous superficial femoral artery (sfa). The innova¿ was introduced via a contralateral approach. The lesion was crossed using non-bsc guidewire and the 6 x 180 x 130 innova¿ was then advanced along the guidewire from the opposite side to the same side of the lesion. The innova¿ was then was advanced to the target lesion and placement was attempted. Deployment was successfully initiated and deployed about 5cm then the thumbwheel stopped working and deployment stopped. The physician tried to deploy the stent with the pull grip, however resistance was encountered and 10cm of the stent was deployed. The entire system was then pulled, and all of the stent was deployed successfully. The stent was then checked under fluoroscopy and the strut appeared damaged. No patient complications were reported and the procedure was completed with this device.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The shaft was kinked at the nosecone. There was a kink on the inner liner approximately 14.5 cm from the tip. The stent was not returned. The handle was opened to investigate for further damage. There was no further damage on the inside of the handle. The mid-shaft was cut to pull out of the outer sheath to inspect for wrinkles that may cause deployment difficulties. No issues were found on the mid-shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent was partially deployed and damaged. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous superficial femoral artery (sfa). The innova¿ was introduced via a contralateral approach. The lesion was crossed using non-bsc guidewire and the 6 x 180 x 130 innova¿ was then advanced along the guidewire from the opposite side to the same side of the lesion. The innova¿ was then was advanced to the target lesion and placement was attempted. Deployment was successfully initiated and deployed about 5 cm then the thumbwheel stopped working and deployment stopped. The physician tried to deploy the stent with the pull grip, however resistance was encountered and 10 cm of the stent was deployed. The entire system was then pulled, and all of the stent was deployed successfully. The stent was then checked under fluoroscopy and the strut appeared damaged. No patient complications were reported and the procedure was completed with this device.